Manufacturer narrative:
Com-(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and failed due to no receiver boot up. Receiver download was performed and failed. Receiver functional test was performed and failed. The case was opened for an interior inspection and failed due to a damaged lcd component. The allegation and the probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.